Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker reported to the emergency room (ER). The device was interrogated and found to be operating in safety mode. The safety mode parameters were verified with an echocardiogram (ECG). The device was explanted and replaced that day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.